Event description:
To a heavily calcified totally occluded lesion at proximal segment of lad, when trying to negotiate the corsair catheter through the anatomy, the tip of catheter broke off. It was a very complex cto case, it took roughly six hours for the procedure and the reasonable flow was established in the end. No pt effects, and the pt was discharged.

Manufacturer narrative:
Tip of the returned catheter was broken off and the site indicated the trace of excessive rotational force applied to the tip of catheter. It is inferred that the tip of the catheter might be caught by the heavily calcified lesion, where consecutive rotation exceeding the product design limit might be applied unwittingly, resulting the breakage of tip end. It is described in the IFU; "do not use in advanced calcified lesion." As one of the contraindications and prohibitions. Warning section of the IFU describes; "if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel... "Do not turn the catheter in the same direction either clockwise or counterclockwise for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached. Identify the cause of resistance and take any appropriate action. Continuing rotation may damage or rupture the catheter..."